Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The lot number of the impacted and concomitant products were revealed during the product investigation on (B)(6) 2019. A manufacturing record evaluation (mre) was performed for the finished device number 5719338 on (B)(6) 2019, and no non-conformance's related to the reported complaint condition were identified. Concomitant products: mentor smooth round moderate profile 275cc saline prosthesis, catalog #3501640, lot #5719338 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/13/2019. Device evaluation summary: it was reported that a 34-year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis. On (B)(6) 2018 left sided deflation was diagnosed by a physician¿s examination. Upon receipt by mentor the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown material found on the device. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(6).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis. On (B)(6) 2018 left sided deflation was diagnosed by a physician¿s examination. As a result, the device was explanted (B)(6) 2018.